Event description:
It was reported that the videoscope had a noisy image and an error code e315 (incompatible scope) during inspection for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: b5. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: nozzle has foreign objects. The probable root cause of the noisy image is repeated electrical stress caused by repeated power supply, accidental static electricity, or leakage from other products, combined with overcurrent, may have damaged the internal circuit board of the connector. The probable root cause of the e315 is by water seeped into the scope connector, causing water droplets to adhere to the circuit board and cause a short circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a noisy image and error code e315 during inspection for use. There were no reports of patient involvement.